Manufacturer narrative:
Belt was returned and evaluated. The reported problem (gel leak (no alarm)) confirmed there was gel leaking from the rear 1 electrode. There is no indication that the patient protection was affected by the gel leak. During the incoming functional testing (detect and treat testing), the ECG acquisition and pulse delivery circuitry were verified. Additionally, upon further investigation there was contamination found on the belt. Reporting out of an abundance of caution. The root cause of the gel leak cannot be distinguished between physical abuse during field use and a potential manufacturing error. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing a gel leak.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon evaluation, the front response button switch was contaminated. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated response button switch is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.